Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to surgery inserted sensor and saw blood coming out tried another sensor same thing happened, on unknown date. The customer¿s blood glucose level was 159 mg/dl. Customer states the site was not actively bleeding. Customer would not like to continue troubleshooting site issue. Customer reporting an issue associated with infusion set insertion site. The device will not be returned for analysis.